Manufacturer narrative:
(B)(4)

Event description:
The customer stated that this unit alarmed transducer fault during the pre-use checks. There was no patient involvement at the time of the incident.

Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspected main printed circuit board assembly for investigation. An investigation was performed and identified the root cause of the reported issue was due to degraded transducer within the assembly ((B)(4)). This issue will be internally investigated within carefusion.